Event description:
On (B) (6) 2007, a apogee sling was implanted. On (B) (6) 2008, subject reported pain and discomfort. Severity mild. Possibly related to the device and procedure. Information received on 8/12/09 indicates pain and discomfort continuing. No medical or surgical action taken. No further information reported.